Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted / explanted. Device history records review was conducted. The report indicates that the: part # 357.372 synthes lot # ft00207 supplier lot # (B)(4) release to warehouse date: 08 nov 2016 supplier: (B)(4). No ncr's were generated during production. Investigation summary/ service & repair evaluation: the customer reported the inserter fell apart. The repair technician reported the alignment indicator pin was broken, and the adjustment screw was bent. Bent is the reason for repair. The cause of the issue is unknown. The following parts were replaced: replacement alignment. The item was repaired per the inspection sheet, passed synthes final inspection on 27-feb-2018 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. The evaluation was confirmed. A service history review could not be performed because the device is a lot/batch controlled item. The device was deemed serviceable and returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 357.372 synthes lot # ft00207 supplier lot # (B)(4) release to warehouse date: 08 nov 2016 supplier: (B)(4) no ncr's were generated during production. Device history batch device history review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition.

Event description:
It was reported that the head broke off of coupling screw during insertion of a helical blade into a patient during a left trochanteric fixation nail (tfn) procedure on (B)(6) 2018. This caused a delay in the surgical procedure of five to ten (5-10) minutes but ultimately did not effect the outcome. The blade had to be removed and reinserted with another helical blade inserter and coupling screw. While using the helical blade inserter fell apart. The surgery was completed using another helical blade inserter. The patient was stable after the surgery. Concomitant devices reported: unk - nails: tfn (part # unknown, lot # unknown, qty # unknown) unk - nail head elem: tfn helical blade (part # unknown, lot # unknown, qty # unknown) this complaint involves two (2) devices. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.